Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming and the implantable pulse generator (ipg) was causing increased pain in the high lumbar thoracic paraspinal area while running. It was also noted that the patient had to charge the ipg frequently and the patient's spinal cord stimulator (scs) lead had migrated which was confirmed through imaging. The patient underwent an explant procedure and the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 19907659. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 19907659. UDI: (B)(4).